Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient reported losing a tooth while an align product was being used.

Event description:
The patient reported losing a tooth (unspecified tooth #). The patient did not report requiring medical intervention to alleviate the reported symptom. The patient did not report taking or being prescribed medication to alleviate the reported symptom. It is unknown if the treatment has been discontinued or if the patient is still wearing the aligners.